Manufacturer narrative:
Additional information provided; a.1 & a.4 the customer¿s report of an infusion of percedex infused faster than expected was not confirmed or replicated. Physical inspection noted the device had a 3rd party manufactured latch and sear. Testing of the 3rd party latch and sear did not produce an unregulated flow event. Concentricity inspection performed found the pumping segment of the returned administration set to be in specification. Review of the pcu error log showed no errors or malfunctions. Log analysis shows the pcu event log identified a remote IV message that was received on 07oct2019 at 3:23 pm. The message contained programming parameters for the medication dexmedetom (percedex), drug ID 237. The log showed an initial infusion rate of 33.5ml/hr. The rate was changed to 26.8ml/hr when the user made a dose change. The device was then selected, and a delay was programmed. The pump then alarmed for a ¿door open¿ and ¿check IV¿. The device was then channeled off. The total volume infused was 9.76ml. Functional testing performed on the administration set noted no anomalies. Rate accuracy testing found the device delivering fluid within specification. The root cause of the customer¿s report that an infusion of percedex infused faster than expected was not identified.

Event description:
It was reported that a new bag of precedex 200mg/nacl 0.9% 100ml was spiked at 1523 in the micu. There was a small amount of air bubbles noted in the tubing set, so the nurse re-primed the tubing set to discard the air bubbles. The medication was scanned, and the precedex was initiated to infuse at 0.8mcg/kg/hour, increased to 1mcg/kg/hr (33.5ml). Approximately 15 minutes later, the nurse noticed that the patient's heart rate decreased from 59bpm to 50bpm. Upon further assessment, the precedex infusion appeared to be infusing faster than expected. The pump displayed the correct programming at 1mcg/kg/hour (33.5ml), however, the precedex IV infusion bag was almost empty. The precedex infusion was stopped at 1546. The adult patient required additional monitoring and did not receive any additional precedex doses until the next day on (B)(6)2019 at 0329.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. The customer stated that the patient was an adult patient.

Event description:
It was reported that a new bag of precedex was spiked at 1523. There was a small amount of air bubbles noted in the tubing set, so the nurse re-primed the tubing set to discard the air bubbles. The nurse then placed the tubing set into the pump module, scanned the medication and the pump module and initiated the precedex to infuse at 0.8mcg/kg/hour (33.5ml/hour). Approximately 15 minutes later, while the nurse remained in the room to perform patient care, the nurse noticed that the patient's heart rate decreased from 59bpm to 50bpm. Upon assessment, the nurse found that the precedex infusion appeared to be infusing faster than expected. The alaris pump displayed the infusion was programmed to infuse at 1mcg/kg/hour (33.5ml), however, the precedex IV infusion bag was almost empty. The precedex infusion was stopped at 1546. The adult patient required additional monitoring and did not receive any additional precedex doses until the next day on (B)(6) 2019 at 0329.